Event description:
Account reports two incidents in which the roller clamp does not hold the rate that was set. Reporter stated the set appears to "open up" and enable the blood to "run in quickly", about 250cc in one hour. Reporter added that there was no pt compromise in either incident. Reporter was not aware of the "bottoms up technique".